Event description:
It was reported that during a recanalization procedure, the catheter allegedly had no longer adequate flow. It was further reported that the helix allegedly fractured near the mid point of the catheter. Reportedly, the broken portion of the helix was able to be grasped and removed from the access site in the patient¿s right common femoral artery. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the catheter was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation, the broken part of the helix was sent outside of the catheter. The helix was broken at 42 cm from the tip of the catheter. The tube damaged by kinking was noted at the same place of at 42 cm from the tip of the catheter. No further damages were found. The set lot number provided in the report does not match to the sample received and therefore is concluded as not relevant. Therefore, the investigation is confirmed for the reported helix break issue. The definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the occlusion of the proximal superficial femoral artery extending to the popliteal artery via the posterior tibial artery antegrade, up-and-over approach, the catheter allegedly had no adequate flow. It was further reported that the helix allegedly fractured near the mid-point of the catheter and the broken portion of the helix was able to be grasped and removed from the access site in the patient¿s right common femoral artery. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an atherectomy procedure, the catheter allegedly had no longer adequate flow. It was further reported that the helix allegedly fractured near the mid-point of the catheter and the broken portion of the helix was able to be grasped and removed from the access site in the patient¿s right common femoral artery. He procedure was completed using another device. There was no reported patient injury.